Event description:
It was reported that the patient had increased shortness of breath and tiredness. A remote transmission showed the right ventricular (rv) lead with questionable capture on electrogram. During interrogation at the clinic, a chest x-ray showed the right ventricular (rv) lead was dislodged and was pulled back into the atrium. The rv lead was repositioned and it remains in use. It was also determined that the right atrial (ra) lead was dislodged. The ra lead was also repositioned and it is still in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d204trm implantable cardioverter defibrillator (ICD), (B)(6) 2013; 419588 implantable pacing lead (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.